Manufacturer narrative:
The reason for this revision surgery was soft tissue irritation experienced by the patient after 6.2 months in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been 11 prior complaints reported against this part; this is the first complaint against this lot number. This investigation is limited in scope because the explanted products were not returned to djo surgical and a definitive root cause cannot be determined. The joint irritation experienced by the patient might be due to joint stiffening, which is a common issue associated with the hip implant surgery in which soft tissues that surround an implant can become stiff and lead to reduced mobility, although this does not usually cause pain. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient stating they were having soft tissue irritation.